Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6 - conclusion - 4310 is based upon evaluation of user facility information; 67 is based upon evaluation of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The suture was found to have been fully deployed with a visible clear indicator and was found to have been cut. No damage or issues with the device were identified. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that this was a right groin 6fr access. The angio-seal was used with proper steps followed. The device was deployed correctly. However, hemostasis was not achieved. There was much bleeding around the site and digital pressure was held to achieve hemostasis. The patient was stable, and the procedure outcome was successful. There were not other devices or equipment used with the reported product.

Manufacturer narrative:
Occupation: inventory manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.